Manufacturer narrative:
Conclusion: there is no documentation that there is a causal relationship between the syncopal event and hypotension and the liberty cycler. It is unknown if the patient was utilizing the cycler for pd treatment at the time of the event or if the patient was completing treatment with capd. Additionally, there is no allegation of a malfunction of the cycler or any fresenius products. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
On (B)(6) 2017 the spouse of a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) stated that the patient was hospitalized on (B)(6) 2017 for a syncopal event caused by hypotension. The cause of the hypotension and the hospital course was unknown. Additional follow up to the patient¿s daughter on (B)(6) 2017 revealed the patient was discharged from the hospital on (B)(6) 2017 and that the patient continued his peritoneal dialysis (pd) therapy with continuous ambulatory peritoneal dialysis (ccpd) with no additional reported issues.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
On (B)(6) 2017 the spouse of a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) stated that the patient was hospitalized on (B)(6) 2017 for a syncopal event caused by hypotension. The cause of the hypotension and the hospital course was unknown. Additional follow up to the patient¿s daughter on (B)(6) 2017 revealed the patient was discharged from the hospital on (B)(6) 2017 and that the patient continued his peritoneal dialysis (pd) therapy with continuous ambulatory peritoneal dialysis (ccpd) with no additional reported issues.

Event description:
On (B)(6) 2017 the spouse of a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) stated that the patient was hospitalized on (B)(6) 2017 for a syncopal event caused by hypotension. The cause of the hypotension and the hospital course was unknown. Additional follow up to the patient¿s daughter on 09/26/2017 revealed the patient was discharged from the hospital on (B)(6) 2017 and that the patient continued his peritoneal dialysis (pd) therapy with continuous ambulatory peritoneal dialysis (ccpd) with no additional reported issues.